Event description:
It was reported that an occlusion alarm occurred. The customer¿s blood glucose (bg) level was displayed as "high"; however, a specific value was not provided. Customer required assistance to administer a correction bolus to address bg level. Reportedly, customer resumed insulin delivery to resolve the issue.